Event description:
The reporter stated that he did meter to lab comparison tests, about an hour apart, in a fasting state. The results were 50 mg/dl on his meter, 385 mg/dl on the lab test. He did not have any symptoms. On followup, reporter stated he had replaced the batteries in the meter and using new bottle of strips, now had fasting bs of 187 mg/dl. He has scheduled another meter/lab test; will call if significant difference in results. Control test not done due to lack of supplies. The lifescan representative review qc procedures and discussed meter/lab testing.